Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the leads were producing high impedances. The patient underwent a lead revision procedure wherein the leads and lead splitters were replaced. The patient was doing well post-operatively.

Event description:
A report was received that the leads were producing high impedances. The patient underwent a lead revision procedure wherein the leads and lead splitters were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)): device evaluation indicated multiple cables of the lead were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables were still contained inside the lead body. Sc-2316-50 (sn (B)(4)): device evaluation indicated that the lead passed electrical and photographic imaging tests performed. The lead body was fractured at the proximal end just before the retention sleeve. Evaluation did not reveal any fractured cable and found a set screw mark distal of the retention sleeve. This indicated that the lead proximal end was over-inserted into the associated lead splitter and it could have resulted in the mis-registration of the lead contacts to the splitter contacts, causing high impedance readings. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead splitters passed visual, electrical, and photographic imaging tests performed. A test infinion lead was inserted into the splitter connector without any anomalies. Devices exhibited normal device characteristics.